Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a high blood glucose of 589 mg/dl. The blood glucose reading was 429 mg/dl at the time of the call. The customer attempted to treat with a bolus and stated that she could smell insulin and feel it on her skin. The customer stated that she had been in the hospital in (B)(6)and that is why she started the insulin pump. The customer reported that the drive support cap appeared normal and recessed. The customer treated the high blood glucose with 14.7 units of insulin. The customer reported that the blood glucose was not going down after another dose and that she could still smell insulin. The customer found no air bubbles and stated that insulin was new. The customer was advised to remove the infusion set and reported that the cannula was bent. The customer declined further troubleshooting and was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction.